Event description:
It was reported that 1.5 weeks after a da vinci assisted sleeve gastrectomy, the patient underwent a reoperation at a different hospital for a staple line dehiscence. No information was available regarding the patient symptoms leading to the rehospitalization or specific details regarding the reoperation for the reported dehiscence. Through follow up with the console surgeon for the initial sleeve gastrectomy procedure, it was reported that he was informed that "the staple line disruption occurred at an area not in the typical gastroesophageal junction area, but was much lower down, where a white sureform 60 reload was used." He reported that during the original surgery there was no tissue bunching or apparent misfiring during the procedure which was described as "routine." Additional information was requested from both the initial surgeon and the surgeon that performed the reoperation; however, no further details were provided.

Manufacturer narrative:
Based on the current information provided, the cause of the staple line dehiscence is unknown. The product has not been returned for evaluation. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Stapler logs show the sureform 60 instrument was installed on the system 6 times and fired 6 reloads (2 blue, followed by 4 white). On install 1, the firing was completed with 2 pauses for compression. On install 2, the firing was completed with no pauses for compression. On installs 3, and 4, the firings were completed with 1 pause for compression on each. On installation 5, the first clamp attempt was incomplete. The next clamp was successful, and the firing was completed with 1 pause for compression. On install 6, the firing was completed with 1 pause for compression. There were no additional incomplete clamps throughout the procedure. There were no incomplete unclamps or firing failures for this instrument and there were no stapler related errors in the logs.